Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause, treatment and outcome of the peritonitis event were not reported. The patient was hospitalized for the event and released 2 weeks later. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895573 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a batch review will be performed for the potentially associated lot number(s) gd895573. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.